Manufacturer narrative:
Exemption number e2015058. The history log for the device showed the pad-pak was first installed on the 2nd september 2014, passing a self-test. No further log entries were recorded. The returned pad-pak was inserted into the device and the failed to power on, no leds were visible. This would confirm the reported fault. Upon further investigation it was found that the pad-pak had fused. A test pad-pak was inserted into the device, the red status led and failure chirp were present however the device failed to power on. The voltage was measured and the fuse was intact. This would indicate a fault with the device being unable to be powered on successfully. The device was disassembled for investigation. Upon visual inspection of the printed circuit board, a capacitor and surrounding tracks were found to have experience excess current resulting in damage. The capacitor was replaced during testing however the fault remained. During the investigation the pcb was found to have failed. The failure of the device would have resulted in an excess current at power up which would account for the blown fuse on the returned pad-pak and the reported fault of no status led visible. A short circuit was observed. The device passed final test before leaving heartsine indicating the fault occurred after dispatch. The history log indicates this occurred at installation as only one self-test was recorded.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.